Event description:
It was reported to philips that system failed to start up after a reboot attempt to resolve geometry message, stalling at the boot timer. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system stuck at zero after restarting from geometry message. Upon troubleshooting, the philips remote service engineer (rse) checked with the customer, and they stated that the system froze at zero after restarting following a geometry-related message; they had left the room between cases and discovered the message on return. The rse shut down and restarted the system, but it failed to boot. The countdown remained stuck at zero and requested onsite support. The philips field service engineer (fse) checked the system logfile and found multiple pcs and the sib not communicating, found no leds are illuminated. Upon further troubleshooting, fse found faulty network switch in r cabinet. To resolve the issue, fse replaced the network switch. The defective part was sent for analysis, for network switch no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.